Manufacturer narrative:
(B)(4). Correction: reported (B)(4) was removed evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The retraction problem was not confirmed. The investigation was unable to determine a conclusive cause for the retraction problem; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that arteriotomy closure of the left common femoral artery was attempted with a proglide device using a 6fr sheath after a diagnostic procedure. Following needle deployment, it was not possible to close the lever. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device after a diagnostic procedure. Reportedly, an unknown failure occurred with the proglide device. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.